Manufacturer narrative:
In the previous report, the b5 - describe event or problem was omitted. It has been corrected within this report. In addition, box b: adverse event or product problem was listed as "product problem." It should have been "both" it has been corrected within this report.

Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, and lung cancer. No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.